Event description:
The surgeon implanted lens in 2003. On the evening of surgery the patient returned with a thick anterior lenticular deposit on the anterior and posterior surface. On the second postoperative day it was determined that the patient had endophthalmitis. The patient was immediately given an intravitreal injection with ceftazidine and vancomycin, along with dexamethasone. A vitreous and aqueous tap was done and was sent for culture and sensitivity. The koh staining report received the following day showed fungal hyphae. The patient started to respond to therapy on the fifth postoperative day. No additional info has been received.